Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat heavily calcified, moderately tortuous, 90% stenosed, de novo lesion in the common femoral artery (cfa) with a stealth 360 peripheral orbital atherectomy device (oad) and viperwire advance peripheral guide wire with flex tip through cfa access. The vessel was primarily wired with an unspecified wire which was exchanged for the viperwire. There was no difficulty wiring or delivering devices. A 6f guiding sheath was in use. After the intervention with good results in the cfa the viperwire fractured and 2cm of the distal tip became stuck in the proximal superficial femoral artery (sfa). Five to six proximal-to-distal runs were performed prior to the fracture. The crown did not jump and make contact with the spring tip prior to the fracture. There was no wire bias. During atherectomy the crown was always more than 10cm away from the tip of the wire. Within 5 minutes the fragment was successfully snared. After snaring the fragment, it was necessary to go further down into the proximal sfa with the same oad, so a new viperwire was used. The patient was stable. The physician does not have any concerns about potential long-term risk outcomes.